Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified and a different issue was identified. Functional testing was performed and no failure was identified related to the reported blood glucose events.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board. Basal rate was adjusted down from the day before. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer's blood glucose (bg) level was 138 (mg/dl) at the time of the reported event. Reportedly the customer had manual injections as alternate insulin therapy. In addition, the customer reported fluctuating bg levels. The customer's bg level dropped to a low of 63 (mg/dl) and no specific value was provided for the elevated bg level. The cause of the fluctuating bg level was unknown. The customer declined to provide further information and stated a healthcare provider would be contacted.